Event description:
Customer reported missing icons on the advantage meter display. Missing icons were discovered during troubleshooting. No adverse event reported. Requested return of suspect device and replacement was sent.